Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received the motor arm cannot communicate with the main arm pump error. The customer¿s blood glucose level was 5.9 mmol/l. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a missing display window cover and minor scratches on the lcd window. No cracks on the screen noted. The insulin pump passed the displacement test and self test. No hardware low level failures or unexpected the motor arm cannot communicate with the main arm. Noted during testing. However, hardware low level failures alarm confirmed in the pump history due to broken trace at pin6, keypad assembly.